Event description:
Reportedly, during pt use, there was an oxygen calibration failure. There was no medical intervention or adverse pt effects reported.

Manufacturer narrative:
Though requested, pt info was not provided.